Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.9-7.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the patient was brought into the hospital for noise on the right ventricular lead. It was unknown if the patient had any symptoms. The noise could not be reproduced. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was discharged and will continue to be followed normally.